Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs.

Event description:
On (B)(6) 2011, the pt was implanted with the gore excluder aaa endoprosthesis featuring gore c3 delivery system to treat an abdominal aortic aneurysm. On (B)(6) 2011, the limb contralateral leg component was kinked. On (B)(6) 2011, the physician implanted a prophylactic stent and used a pta balloon to treat the kinking. According to the physician, the kinking was caused by the pt's anatomy.